Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. Regarding the pending alarm, the cause of the motor stall that occurred prior to implant was not determined. No action/intervention was taken. The pending alarm regarding motor stall and motor stall recovery had been resolved; the alarm was turned off. The event did not result in any impact to the patient. The patient was unaffected. Regarding the programmer and the software card version used to clear the alarm, it was clarified as having been the newest software. The patient¿s weight was unable to be confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient currently receiving morphine 10 mg/ml at a dose rate of 4.6 mg/day via an implanted pump for non-malignant pain. It was reported that a pending pump alarm was heard and confirmed by telemetry. It was noted that the logs showed a motor stall and motor stall recovery occurred on (B)(6) 2018, which was before the company representative gained possession of the pump. The pump was implanted on (B)(6) 2018. Silencing the pending pump alarm was being considered at the time of the report. No patient symptom was reported. No further patient complications have been reported as a result of this event.